Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eleven (11) years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint was confirmed. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the "the image blacked out" malfunction would likely, be related a failure of the video connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that there was no delay. And there was no patient under anesthesia.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that sometimes the screen blacked out when using the video system center. The issue occurred during preparation for use of an electron microscope procedure. The intended procedure was completed using the same device. There were no reports of patient harm